Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced dizziness and several syncopal episodes (passed out). It was noted that the patient underwent a stress test the day before where device programming changes had been made following the stress test. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of syncope was not determined and the patient was noted to have a history of syncope. Programming changes had been made to make the sensors less aggressive with activity as it was noted that the device appeared to have been pacing faster than desired during activity.